Event description:
The recipient is reportedly experiencing a skin flap infection. Due to additional comorbidities the recipient's system has not responded well to current treatment. The recipient was reportedly prescribed trimethoprim-sulfamethoxazole. The recipient's device was reportedly explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The external visual inspection revealed tool damage to the top and bottom covers. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.